Event description:
In 2002; the pt twisted their knee and had an inability to straighten their knee. An x-ray showed the bearing had displaced. During surgery it was noted that the medial bearing had broken.